Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the occlusion issues by checking the tubing for bubbles, priming it, and resuming insulin delivery.